Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2: reference MFR report #1627487-2019-03941. It was reported that during the surgical intervention to address the inoperable ipg on (B)(6) 2019, leads had apparent fracture and high impedances displayed on every contact that could not be resolved . As a result, the leads were explanted and replaced. Therapy was restored post-operatively. The device information is not available in the manufacturer's database.

Event description:
Related manufacturer reference number 1627487-2019-03941.